Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +20.0d) was explanted due to a refractive surprise post-implantation. The lal was replaced with another lal of a different power (sn (B)(6), +16.5d).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).